Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope was reprocessed in an oer-6 which used acetyl that was more than 30 days old. There were no reports of patient involvement.